Manufacturer narrative:
Additional information has been received, the previously reported event under mrn 8030965-2024-13381 is no longer considered reportable at this time as there was no failure of the device. No further follow-ups will be sent under mrn 8030965-2024-13381.

Event description:
It was reported that on (B)(6) 2024, the de lcp dhs plate did not fit over the dhs screw. The client opened a new plate: didn't fit either. The client opened a new screw; this one did fit. After that the continued the operation. Surgery was delayed 15 minutes but was completed successfully. There was no patient consequence.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.